Event description:
It was reported that pump experienced malfunction and displayed malfunction code 16 with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer used multiple daily injections as backup therapy while Technical Support arranged replacement pump and discussed option for out-of-warranty loaner pump.

Manufacturer narrative:
In use at the time of the event:CGM model: G6.Mobile OS: iOS / iOS_iPhone 11 Pro / 2.1.3 / iOS_18.3.5.